Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 12th september 2011 and performed to specification up to the 14th february 2016. An increase in voltage was recorded during this time which suggests a further pad-pak was installed. The device recorded self-test fails due to a low battery on the 21st february 2016 and on the last log entry on the 21st june 2016. The returned pad-pak was inserted into the device, the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device, the device passed a self-test then powered off with a low battery warning, device service required prompt and a flashing red status led. This indicates a fault. Upon visual inspection of the printed circuit board a capacitor was found to be bulging and had vented. This suggests a faulty capacitor. The capacitor was replaced during testing at heartsine. With a test pad-pak installed the device delivered a test shock without fault and an acceptable measurement was recorded for the shock. Investigation found the reported fault can be attributed to capacitor failure. This resulted in gradual current leakage which would have caused the low battery warning recorded and would account for the returned pad-pak being depleted beyond any use. This resulted in the device being unable to power on and would confirm the reported fault. The functionality of the circuit is tested before dispatch from heartsine it is therefore concluded that the component failed after dispatch.